Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During follow-up, an increased ventricular threshold was observed. The device was reprogrammed to increase the pacing amplitude to avoid loss of capture. The patient was stable.